Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can also affect the function of the valve. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that this 27 mm bioprosthetic mitral heart valve was explanted after two (2) years, four (4) months due to thrombus on the valve. Per the obtained information, intra-operative tee demonstrated the mitral valve had a lobulated material/thrombus on the atrial side of the leaflets with mild mitral insufficiency. During explant, there was laminated thrombus on the posterior directed leaflet of the mitral valve with some pannus ingrowth on the leaflets. The explanted device was replaced with a 27 mm pericardial bioprosthesis. The patient tolerated the procedure well and was transferred to the ICU in stable condition.